Manufacturer narrative:
The user reported receiving glucose suspend alerts on 27 nov 2025, and an RMA was authorized for the return of the sensor. In-house testing and a review of in-vivo data from the returned sensor showed chemical underperformance across all sensing areas, consistent with oxidation of the glucose-indicating chemistry within the sensor hydrogel. All channels were below threshold values, which triggered the glucose suspend alerts. As part of the resolution, the user was offered a sensor replacement.

Event description:
Senseonics was made aware of an incident where user reported of receiving glucose suspend alerts which led to early sensor removal.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.